Manufacturer narrative:
Concomitant product(s): product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. Product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: ; product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: (B)(4) codes: pertain to product ID: neu_unknown_lead, serial# unknown, product type: lead and product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the ¿wires¿ kept kinking up and knotting up on the pacemaker and that they had to keep changing the ¿battery¿ too. The patient had surgery for the leads knotting up and changing the battery. No further complications were reported/anticipated.